Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as chaffing and bruising leaving marks on the skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurse suggested the patient use an antibiotic powder. The daughter reported adjusting the shoulder straps improved the irritation. It unclear if the antibiotic powder was used, reporting out of an abundance of caution.